Manufacturer narrative:
The na electrode lot number and the expiration date were requested but not provided. On the field service engineer's (fse) initial service visit, he inspected the module to repair the sample aspirating errors and ion-selective electrode (ise) noise. He found a faulty valve and a missing o-ring in the ise block. He then replaced the valve and installed the missing on the fse's follow-up service visit, he investigated the ise results mismatch. He determined the event was caused by a build-up in the sipper nozzle. He then replaced the nozzle. He verified the module's performance by ise checks (20 times) and hardware checks by precision. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue..

Event description:
The initial reporter received questionable ise indirect na and ci for gen.2 results from an unspecified number of patient samples tested on the cobas 6000 c 501 (ul) v and the cobas 4000 c311 stand alone system. This MDR is for the na assay processed in the cobas 6000 c 501 (ul) v. Please refer to medwatch with a1. Patient identifier pt (B)(6) for the report on the cl assay processed in the cobas 4000 c311 stand alone system. The reporter stated they also had sample probe movement alarms and abnormal probe aspiration errors. The reporter was able to provide one patient sample with discrepant results: the initial na result was reported outside of the laboratory. The patient sample was rerun on the c 311 analyzer as the data flag and delta check indicated that the initial na result from the c 501 module was low compared to the patient's previous result. The initial na result from the c 501 was 121 mmol/l with a data flag. The repeat result from the c 311 was 137 mmol/l. The repeat result was deemed correct.